Event description:
Customer reported that the cannula of the piggysafe broke off and lodged in avi pump tubing proximal to the pumping chamber. A secondary was piggybacked into the primary pump tubing. The secondary was ampicillin running at 100cc per hour. The primary was d5lr at 100cc per hour. The nurse noticed that the medication had not been delivered. Upon inspection, she saw the cannula. The pump never alarmed occlusion.